Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no discrepancies. Functional testing revealed no discrepancies. The reported issue of leaking was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during use, the device leaked from the connection of the cassette to the tubing, specifically the luer connection at the closed-system drug transfer device (cstd). Per the reporter, there were no adverse patient effects.